Manufacturer narrative:
Intuitive followed up and confirmed the following information. The issue occurred during intra-thoracic procedure during esophagectomy. It looked like the image inverted. The endoscope did not move to the intended direction. The event involved a reversed control on system arms. A 30 degree endoscope was used during the issue. Damage was observed on the endoscope¿s adapter/base. The endoscope was not manually rotated 180 degrees. The surgeon manually associated the right and left masters with the respective arms for intuitive motion.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during da vinci-assisted transthoracic esophagectomy with chest anastomosis surgical procedure, the site contacted intuitive technical support engineer (tse) to report the instruments started to move in opposite directions. It was solved by re-installing the scope after pressing the clutch button to reset the guide tool change. The user checked the scope rotation manually and confirmed it was smooth. The operation was resumed. The procedure was completed with no reported injury.